Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 212 mg/dl. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed.